Manufacturer narrative:
(B)(4).

Event description:
The customer contacted beckman coulter inc (bec) to report blood leak (<1ml) from the manual mode probe on the second rinse. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves. The customer did not come in contact with the fluid and did not seek medical attention. No report of exposure (splash or sprayed) to mucous membranes or open wound was reported. No death, injury, and/or change to patient result or treatment was attributed or associated with this event. On the day of the event, a bec field service engineer (fse) observed that the probe wipe assembly was leaking a small volume of fluid. Upon further inspection, the fse noticed that the probe wipe was misaligned and in need of adjustment. The fse adjusted the probe wipe as required and no further evidence of leaking was noted. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was the probe wipe was misaligned and required adjustment.